Event description:
It was reported that during the procedure, the impedances of this right ventricular (rv) lead were over 2000 ohms. After repeated troubleshooting efforts to obtain normal values, it was decided to replace this lead for a new one. The procedure was completed with no adverse patient effects. This lead was received for analysis. The investigation is currently in progress.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection observed that the helix was retracted and there was dried blood within the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test did not pass inspection due to a blockage approximately 508 centimeters from the terminal end. Detailed analysis showed that the inner coil was stretched out and tangled near the tip end. This is indicative of helix extension/retraction difficulty and over-torque.

Event description:
It was reported that during the procedure, the impedances of this right ventricular (rv) lead were over 2000 ohms. After repeated troubleshooting efforts to obtain normal values, it was decided to replace this lead for a new one. The procedure was completed with no adverse patient effects. This lead was received for analysis. The investigation is currently in progress.